Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number mg0684 provided is invalid, please provide the correct lot number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d1, d2, d4, g5 additional information was requested and the following was obtained: the lot number mg0684 provided is invalid, please provide the correct lot number - we just received the code is 8696 with lot mg0684, additional information could not be provided